Event description:
It was reported to covidien on (B)(4) 2014 that a customer had an issue with a feeding tube. The customer states a 69 year old male patient was admitted on (B)(6) 2013 with sepsis and aspiration pneumonia to critical care. The patient required mechanical ventilation. On (B)(6) 2014 attempts were made to insert a dobhoff tube (each attempt was made by a different provider). On the third attempt, the dht was noted to be in the stomach with a new pneumothorax. A chest tube was placed to treat the pneumothorax.

Manufacturer narrative:
Submit date: (B)(4) 2014. An investigation is currently underway; upon completion, the results will be forwarded.